Event description:
Hospital grade power strip sparked after coming into contact with ground wire on anesthesia backstand. No one was injured. Pt was not in room. Backstand functioned without problems. Power strip was discarded.